Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Corrosion was found in the battery compartment due to battery leakage. (B)(4).

Event description:
It was reported that the patient can't get past the third telemetry light with the previously working remote monitor. The patient is returning the monitor. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.